Manufacturer narrative:
Per additional info received, a ge healthcare service representative performed a checkout of the equipment and confirmed the reported complaint. The sensor interface board was replaced, and the unit was returned to service.

Manufacturer narrative:
No report of patient involvement. The initial reporter is located outside the u.s., and therefore this information is not provided due to country privacy laws. A quote for evaluation has been issued but the hospital has not approved evaluation and repair of the unit.

Event description:
The hospital reported the unit restarted on its own and lost mechanical ventilation. There was no report of patient involvement.